Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 199 compared to the labs 300 mg/dl. Tests were done within 10 minutes. Patient took their diabetes medication after using the meter. Patient was found to be cleaning meter incorrectly. No further information has been reported.